Manufacturer narrative:
H3, h6) the product ID: bi71000529, lot number: 04420 0024 rev. 1, was returned to the manufacturer for analysis. Analysis concluded no faults were found. Previously reported code b01 is applicable as well as newly reported codes, c19, and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, UDI#: h6: multiple annex a codes were coded for this event. A110201 was coded for the pendant was not accurately performing. A05 was coded for the lift and shift turning on. H3, h6: the system was serviced in the field and when the patient orientation button was pressed, the system was switching from 20 cm to 40 cm fov, and lift and shift was turning. On. The pendant was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the site switched to 3d mode and changed orientation of head from supine to prone, it would change the input and also cause the lift and shift to turn on. The site was able to turn lift and shift off to take a spin. The pendant was not accurately performing. There was no patient involvement.